Event description:
The customer received questionable results for two patient samples. On (B)(6) 2013, patient sample 1 initial vancomycin result was 34.7 ug/ml. As this was a critical value the sample was repeated on the same analyzer and the result was 15.3 ug/ml. The sample was then repeated on cobas c501 serial number (B)(4) and the result was 14.7 ug/ml. The initial result was not reported outside the laboratory. On (B)(6) 2013, patient sample 2 initial creatinine jaffe generation 2 result was 6.7 mg/dl and was reported outside the laboratory. The doctor questioned the result and the same sample was repeated on the same analyzer with a result of 1.1 mg/dl. The sample was then repeated on cobas c501 serial number (B)(4) and the result was 1.1 mg/dl. The repeat results were believed to be correct. The patients were not adversely affected. The vancomycin reagent lot number was 66803201 with an expiration date of 06/30/2013. The creatinine reagent lot number was 67159701 with an expiration date of 07/31/2014. The field service representative determined the reagent probe was not correctly installed. He correctly installed the r2 reagent probe, checked and adjusted rinse mechanism and gear pump and aligned all probes. The customer performed calibration and qc which were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.